Event description:
A report that the pt's precision system was explanted was received. The pt stated that the system was explanted because the pt has a fusion done on his back.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for evaluation.